Event description:
The problems are throughout the (B)(6) orthotic and prosthetic clinics, and clinics with fabrication and mfg attached to them. Custom made by certified or non certified lab. Non compliance in mfg preparation, delivery, and materials. Abc certified labs, and abc certified clinics.